Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during the load process. Customer's blood glucose (bg) level was reported elevated prior to the cartridge alarm. The customers bg level ranged from the high 200s to 500 mg/dl, which was addressed with a bolus. It was confirmed that the customer had manual injections available as alternate insulin therapy.